Event description:
It was reported that the device exceeds heating temperature. A back-up device was used to complete the procedure. There were no adverse consequences, no medical intervention and no delay reported.

Event description:
It was reported that the device exceeds heating temperature. A back-up device was used to complete the procedure. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device was returned to the manufacturer and the reported event was not duplicated. Upon disassembly, there were no observed failures found.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.